Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father reported via phone call that she experienced extremely low blood glucose levels. Customer's blood glucose level was 27 mg/dl. She treated her blood glucose level with glucose tablets. The customer experienced low blood glucose levels that week. She called her friends since she felt dizzy and lightheaded. The customer passed out with a blood glucose level of 22 mg/dl. The customer was given a glucagon shot and some sugar. The customer was hospitalized on (B)(6) 2016 with an unknown blood glucose level. The customer was off the insulin pump less than 48 hours. The customer lost the sensor on the bus. She also felt nauseous. The device was not returned.